Event description:
I have the axonic implant for incontinence. Implanted 2022. No problems until above date. Began uncontrolled electric surges into sacral nerve. At full strength. Contacted surgeon. Contacted axonic rep. Told to turn implant off with remote. Made appointment on (B)(6) 2024 to meet. Every day since implant turned off, I get these surges. At various times. Brutal. Shocking. Painful. Texted rep. Nothing rep can do until seen. Met with rep and surgeon today. She connected her remote laptop to implant. As soon as connection made, massive surge into sacral nerve. Excruciating pain. She disconnected. Ran diagnostic. One lead showed yellow on her tablet. She suggested remotely changing leads. As soon as she did, another powerful electric surges into nerve. By now, I'm in tears in pain. She put implant in sleep mode. Even after sleep mode, now, I'm getting surges every 30 to 45 minutes into the sacral nerve. Causing excruciating pain. Told rep. She said it's probably after effects of other surges. Not sure. Surgeon said implant needs to come out. However, he's going on vacation and won't be back until (B)(6). Surgery will be after that sometime. In meantime time, I have these horrible surges occurring. Walking is restricted. Sitting hurts bad. Constant nerve shock at all times now in scrotum. So bad that I'm nauseated and throwing up. ER can't do anything. No other specialist in area that can remove this implant. This axonic device needs to be investigated.